Manufacturer narrative:
Correction: previously reported d6a should have been "feb 9, 2015" rather than "jan 1, 2015". The reported events of inability to interrogate and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the patient presented to the emergency room after experiencing an unresponsive episode and bradycardia. It was noted that the pacemaker was unable to be interrogated due to a prematurely depleted battery. Device was explanted and replaced. The patient was in stable condition.